Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced mild bilateral flank pain related to one of their programs. Toradol and norco was given to the patient.